Event description:
Brush head keeps coming out - oral-b [device breakage] case narrative: a store reported via e-mail that a female consumer stated that the oral-b toothbrush head kept coming out of the oral-b pro 1000 toothbrush as she was brushing her teeth. No injury was reported.

Manufacturer narrative:
Complained product will not be not available.